Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received three shocks due to a very fine arrhythmia. The rhythm was undersensed and time to therapy ranged from 24 seconds to 88 seconds. Shock impedance was 57 ohms and conversion was successful. No adverse patient effects were reported.